Event description:
It was reported via repair work order that the footend brakes were not holding to specifications due to gill brakes plate malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.